Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery replacement due to normal depletion on the day of the report. It was indicated that p re-replacement impedances ¿were elevated on the left side¿ and post replacement impedances decreasedto 3400 ohm. The event was noted to be resolved and the cause of the issue was not determined. Additional information has been requested. If additional information is received, the event will be updated. (B)(6) 2015 additional information received reported the cause of the impedance issue was not determined and there were no lead fractures. The impedance issue was resolved after placing the new implantable neurostimulator (ins). No further complications reported. The patient was implanted for parkinson's dual movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.